Manufacturer narrative:
Device evaluated by MFR: the unit returned has wire and distal tip kinked, as part of overall visual revision. The device has different kinked sections along all the body, they are located approximately at 90 cm, 103 cm and 140 cm; besides, and the distal tip is kinked. Dimensional inspection was performed and was within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12560. It was reported that stent delivery system became entrapped on the guidewire. The 75% stenosed target lesion was located the superficial femoral artery (sfa). The lesion was accessed via a contralateral approach and a 6x200x130 innova stent was advanced over a bsc v-18 guidewire and to the superficial femoral artery occlusion. Deployment was initiated via the thumbwheel and the pull grip was pulled to deploy the remainder of the stent. The stent fully deployed slightly stretched and migrated within the sfa. During removal it was noted that the guidewire was stuck in the stent delivery system. The physician implanted another shorter stent. There were no further complications and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12560. It was reported that stent delivery system became entrapped on the guidewire. The 75% stenosed target lesion was located the superficial femoral artery (sfa). The lesion was accessed via a contralateral approach and a 6x200x130 innova¿ stent was advanced over a bsc v-18 guidewire and to the superficial femoral artery occlusion. Deployment was initiated via the thumbwheel and the pull grip was pulled to deploy the remainder of the stent. The stent fully deployed slightly stretched and migrated within the sfa. During removal it was noted that the guidewire was stuck in the stent delivery system. The physician implanted another shorter stent. There were no further complications and the patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12560. It was reported that stent delivery system became entrapped on the guidewire. The 75% stenosed target lesion was located the superficial femoral artery (sfa). The lesion was accessed via a contralateral approach and a 6x200x130 innova¿ stent was advanced over a bsc v-18 guidewire and to the superficial femoral artery occlusion. Deployment was initiated via the thumbwheel and the pull grip was pulled to deploy the remainder of the stent. The stent fully deployed slightly stretched and migrated within the sfa. During removal it was noted that the guidewire was stuck in the stent delivery system. The physician implanted another shorter stent. There were no further complications and the patient was stable after the procedure.